Manufacturer narrative:
Sections d9 and h3 were updated. The customer's test strips were received for investigation. The retention and customer materials shows no false negative results and performed within specification. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable combur 9 test results for 1 patient. The reporter stated that the patient alleged that they purchased the urine strips for home urine dipstick testing. The test strip only gave a positive result for blood, and when they went to the hospital 12 hours later, a urine dipstick test was performed, which was positive for leukocytes, bilirubin, and blood.

Manufacturer narrative:
The customer's strips were requested for investigation. The investigation is ongoing.